Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the force sensor assembly had contamination on it and was out of specification.

Manufacturer narrative:
Recall #2531779-03/24/2010-003-r.

Manufacturer narrative:
Submitted: 06/05/2013, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history revealed several loss of prime with non-zero force recorded. On investigation, the pump successfully performed a rewind, load and prime sequence without loss of prime. The pump was exercised for 24 hours without loss of prime occurring. Evaluation of the force sensor revealed the force sensor was out of specification. The pump was opened for investigation and revealed the force sensor assembly had contamination on it.